Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, customer rolled onto the pump while dancing and the touch screen became shattered. Customer is unable to interact with the pump due to the shattered touch screen. Customer's blood glucose was 120 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.